Event description:
Tampon came unraveled inside of me-vagina [foreign body in reproductive tract] tampon unraveled [device breakage]. As I was pulling it out, tampon came unraveled inside of me [complication of device removal]. Case narrative: consumer reported via e-mail that tampon became unraveled when she was pulling it out. No serious injury reported.